Event description:
It was reported that the stent dislodged during use in the mid right coronary artery, in which the lesion had moderate calcification and was 90% stenosed. However, the physician retrieved the stent using a snare device after much effort. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Return of the multi link 8 stent delivery system (sds) may have aided in the investigation and determination of cause. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, it is possible that interaction with the moderately calcified lesion contributed to the reported stent dislodgement as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. An interaction with the lesion during advancement may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the lesion would have then led to the stent dislodgement. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other incidents. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.